Manufacturer narrative:
Product evaluation has been completed. One opened bl5612 pouch from lot w1575 was returned. The tip protector was not returned. The needle was not bent. The port window was found in the open position. There is dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle does not reach the cutting edge. The complaint is confirmed. CAPA (B)(4) was closed on 06 july 2018 but was still open when lot w1575 was manufactured. Per the CAPA, the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5612. The first lot of bl5612 that was built with the vitrectomy tubeset enhancement was lot w2064 in june 2018. Any bl5612 product with lot no. W2064 or higher will include the vitrectomy tubeset enhancement. Manufacturing and sterilization records were reviewed and found to be acceptable. Review of the complaint database found two similar complaints submitted against lot w1575. The first complaint ((B)(4)) was not confirmed through product evaluation. The cutter was found to be working normally. The second complaint ((B)(4)) was not confirmed, as the product was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No additional corrective action is necessary at this time.

Event description:
A user facility in (B)(6) reports that the cutter did not cut the vitreous during anterior vitrectomy. It was stated that the guillotine works but does not cut. The vitreous is chewed but not cut. Aspiration was still working. No clinical consequences were reported.

Manufacturer narrative:
The product samples were sent to the supplier for evaluation. The findings were that the probe had a fused diaphragm that was causing a shift in the operating pressure. This may be caused by improper storage such as a hot environment for a long time. The supplier noted that they test every probe prior to shipment to a customer. This investigation is complete.